Manufacturer narrative:
Out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator displayed a 35volt supply failure. A 35volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The ventilator was not in use on a patient therefore there was no patient harm or involvement. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the power management pcb board to address the reported problem. The customer reported replacement of the power management board corrected the reported problem.